Event description:
It was reported that during a laparoscopic cholecystectomy, the devices failed to properly form clips. The clips crossed. The case was completed with a new applier. There was no consequence to the patient.